Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause of event was due to "care taker change". It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with amikacin injection (500mg as loading dose, followed by 100 mg each bags given, intraperitoneal, frequency and duration were not reported), xone injection (1g as loading dose, followed by 200mg each bags given, intraperitoneal, frequency and duration were not reported) and vancomycin injection (1g as loading dose, route, frequency and duration were not reported) for the event. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.